Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 21150600 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70 serial number:(B)(6). Batch/lot number: 20990311 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 21558657 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).